Event description:
It was reported that, on an unknown date, the plum a+ pump presents a mismatch between the liquid limits set and the liquids administered: the infusion set empties abnormally. There was no patient harm reported.

Manufacturer narrative:
The device has been received. An investigation is pending.

Manufacturer narrative:
The device was in good general condition. The event/alarm logs were downloaded and saved on file. Logs attached to sr# (B)(6). The last entries in the logs were on the (B)(6)2022 at 7.40. At 07.40 the device is programmed as follows: (B)(6) 2022 07:40 linea a: durata: 00:56 (B)(6) 2022 07:40 linea a: velocità:250, vdi:235,0 this program completes successfully without issue 56 min later at 08.36. (B)(6) 2022 08:36 n161 vdi linea a complete then at 08.41, the device vtbi is changed to add another 30ml. (B)(6) 2022 08:41 linea a: durata: 00:07 (B)(6) 2022 08:41 linea a: velocità:250, vdi:30,0 this program completes successfully without issue 7 min later at 08.48. (B)(6) 2022 08:48 arresto infusione: a, volume infuso=265,0 (B)(6) 2022 08:48 programma linea a: completato this shows that the device performed as programmed and delivered a total of 265ml as expected. The device completed full performance verification testing (pvt) without issue. The customer¿s protocol was programmed and completed successfully delivering a total of 263.5ml. The complaint is not confirmed, and no probable cause could be determined.